Event description:
Boston scientific received information that left ventricular (lv) lead pacing thresholds had increased. It was determined that the lv lead had dislodged. A revision procedure was performed and the lv lead was explanted and replaced with an epicardial lead. No other adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.